Event description:
It was reported that during a surgical procedure the wrist of the endowrist prograsp instrument broke. No details were provided regarding how the instrument was being use. The hospital reported that the prograsp instrument was not in the field of vision when the wrist broke. No patient harm, adverse outcome or injury was reported. The procedure was converted to non-robotic laparoscopic techniques to finish the planned surgery.